Event description:
It was reported that the pump was hit by a door and the touch screen became shattered and unresponsive. Customer¿s blood glucose was 110 mg/dl. Reportedly, customer reverted to a back up pump for insulin therapy.